Manufacturer narrative:
The customer returned the suspected meter and test strips from lot # 8fpeg22a for evaluation. An in-house testing was performed using the returned meter and test strips, which gave satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer obtained a blood glucose reading of 174 mg/dl using the contour next link 2.4 meter. A repeat testing was performed with a non-ascensia meter and a reading of 82 mg/dl was obtained. Another testing was performed on a different contour next link 2.4 meter and a similar reading to that of the original contour next link 2.4 meter was obtained. The customer did not provide the specific reading obtained on the 2nd contour next link 2.4 meter. There was no allegation of an adverse event. The advocate was advised to return the test strips for evaluation. Replacement meter kit and test strips were sent to the customer.